Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient presented to the emergency room (ER) with fatigue, lower than normal flows, cough, and shortness of breath (sob). The patient¿s total bilirubin up to 4. There was indication from patient's wife that urine was dark. Log file submitted noted a single unsustained power/flow elevation on (B)(6) 2020. Power and flow began continuously decreasing from baseline starting on (B)(6) 2020. The patient was found to have a clot in the outflow cannula. The patient had elevated liver numbers and elevated lactate dehydrogenase (ldh) of 3326 u/l on admission. Total bilirubin was 4.0 on admission as well. The patient was unable to receive a colonoscopy or egd (esophagogastroduodenoscopy) due to the severity of the patient¿s other issues. The patient did develop a retroperitoneal bleed that was treated with packed red blood cells (prbc) and did go to interventional radiology for this as well. The patient ultimately went to hospice and is now deceased. The patient passed away on (B)(6) 2020. The device will not be returned, however, the patient's cause of expiration was thought to be device related. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: it was also communicated that heartmate ii lvas would not be returned for evaluation. The report of outflow cannula thrombus could not be confirmed as no product was returned for evaluation and no images were provided by the account. Additionally, review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported events as well as a direct correlation between the thrombus and the reported events, could not be conclusively established through this evaluation. The submitted log files contained data from 06:23:20 on 01oct2020 through 21:26:13 on 17nov2020, per the timestamps. Two transient elevations in pump power and flow were observed on 25oct2020 and 12nov2020 with power recorded at 7.7 and 10.5 watts and flow recorded at 9.3 lpm. No further notable fluctuations in pump parameters were observed. Despite the observed events, the pump appeared to function as intended. The account reported that the patient presented to the emergency room (ER) on (B)(6) 2020 due to fatigue, lower than normal flows, cough, and shortness of breath (sob). Upon admission, the patient¿s liver numbers were elevated, total bili was up to 4.0, and labs showed the patient¿s lactate dehydrogenase (ldh) was elevated to 3326. The patient¿s spouse claimed that the patient had dark urine, but the patient thought it was just concentrated and not dark. The patient was found to have a clot in the outflow cannula. It was later reported that the patient never underwent a colonoscopy or esophagogastroduodenoscopy (egd) due the severity of his other issues. The patient did develop a retroperitoneal bleed that was treated with packed red blood cells (prbc) and did go to interventional radiology for this as well. The patient ultimately went to hospice and expired on (B)(6) 2020. The patient¿s death was thought to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03oct2016. The hmii lvas IFU lists bleeding and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, the hmii IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.